Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient observed low speed alarms when speed dropped from 9200 rpm to 3500 rpm. X-ray showed some darkening and stretching of the percutaneous lead shielding. Driveline replacement was performed on (B)(6) 2020. 22 inches of driveline was spliced. There were no alarms after replacement. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the mobile power unit (mpu). Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. It should be noted that the center reported that the patient experienced a pump stop event while connected to an ungrounded patient cable. Although it could not be confirmed through this evaluation, the center suspected phase-to-phase wire damage. Approximately 20" of the distal portion of the patient's driveline (dl) was replaced via work order# (B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Although the center initially reported low clinical suspicion for a clot when the low speed alarms were first observed, it should be noted that the submitted log files appear consistent with a potential driveline issue. It was later reported that the patient experienced several low flow and low speed advisory alarms after the driveline repair. Per a conversation between abbott technical services and the center, the patient will stay on batteries and an ungrounded patient cable. The center later reported that the patient experienced a pump stop event while connected to an ungrounded patient cable. It was reported that the patient now appeared to have a phase-to-phase wire damage. A pump exchange was considered, but ultimately the patient was sent home on an ungrounded cable and power module and did not undergo a pump exchange. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no related complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU outlines all system controller alarms (including low speed advisory, low flow hazard, and pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, h6: additional information.

Event description:
Additional information: it was reported that device alarmed for several low flow and low speed advisories post driveline replacement from (B)(6) 2020. Log file analysis revealed pump stoppages, low flow and low speed alarms on (B)(6) 2020. This indicated that the driveline repair did not resolve the short to shield condition and the damaged wires are internal. The plan was to keep the patient on battery and ungrounded cable. The patient experienced a pump stop event while connected to an ungrounded cable. The patient appeared to have a phase to phase wire damage. A pump exchange was being considered.